Event description:
Additional information was received but no additional event details were provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4). Implanted: (B)(6) 2010, explanted:, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal. In addition, a granuloma/scar tissue was suspected. It was indicated that the patient had a dye study on (B)(6) 2012, in which dye had only pooled to the tip of the catheter. It was noted on that same day; dilaudid was removed from the pump and refilled with bupivacaine and water. The pump was infusing at minimum rate mode and programmed to 20 mg/ml. It was indicated that the infusion volume of 0.048 ml was delivered, however it was stated that the catheter was not primed post dye study so the patient was not receiving any medications. The total catheter volume was (0.136 ml - 0.048 ml = 0.088 ml) left with no drug. The pump tubing was 0.199 ml to 0.289 ml of drug and 0.048 ml of water. It was reported that patient had dilaudid withdrawal for 8 days with (0.006 ml/day = 0.048 ml) infused. The patient's symptoms were increased diffused pain sparkling "like a birds nest with sparklers on it / "diaphoresis, feels like he was in a dream". It was noted that the patient had her pump refilled again with the same drug and concentration. It was indicated that the physician would prime the 0.088 ml amount and then deliver the drugs at 20 mg/ml at 1.5 mg/day. The outcome of the patient was not provided. The drugs delivered via pump were dilaudid, bupivacaine, and saline. Additional information had been requested, but was not available as of the date of this report.